Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, after puncturing the vessel to establish access during an unknown procedure, a hair-like foreign object was noted on the hub of a flexor raabe guiding sheath when the device was removed from the package. The device did not make patient contact. Another product was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event. The hair-like foreign object was "not observed" prior to opening the device. Corrected information: d4 = UDI. Investigation evaluation: reviews of the complaint history, device history record (DHR), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. Foreign matter was not noted; however, photos provided by the customer show foreign matter. Therefore, it is likely that the foreign matter was lost when the device was repackaged by the customer for return to cook. A document-based investigation evaluation was performed. A review of the device history record found one relevant non-conformance on one device from the lot; however, the affected product was scrapped. A review of complaint history found no additional complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and inspection of customer-supplied photos suggests that there is evidence the device was manufactured out of specification; however, cook has determined this to be an isolated incident. Although one relevant non-conformance was noted on the lot, the non-conforming product was scrapped, there are 100% inspections in place to capture this non-conformance, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot-related complaints have been received from the field. Therefore, it was concluded that there is no evidence that additional non-conforming product exists in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that a quality control deficiency contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported; after puncturing the vessel to establish access during an unknown procedure, a hair-like foreign object was noted on the hub of a flexor raabe guiding sheath when the device was removed from the package. The device did not make patient contact. Another product was used to complete the procedure. The patient did not require any additional procedures or experience any adverse effects due to this event.

Manufacturer narrative:
H3: device evaluated by mfg = device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: b5, d9. H3: device evaluated by mfg = device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was available but inadvertently omitted from the previous report. The hair-like foreign object was "not observed" prior to opening the device.